Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed any itchy irritation that he scratched too hard with a back scratcher and messed up his back. The patient's physician recommended over-the counter creams. During a follow-up, it was reported that the patient's irritation improved after using a triamcinolone cream at the advice of his doctor.